Manufacturer narrative:
An authorized service provider performed full performance verification testing (pvt) on the device and was unable to repeat the reported problem as the device successfully passed all tests.

Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 indicating that the device turned off on its own and was not functional. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The bme stated that the device alarmed and a few minutes later, the device powered down and there was a 2002 "system shutdown" error code. The bme did not state if the device was running on battery, but there were no error codes regarding a battery failure in the significant event log at the time of the incident. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device.